Event description:
Pt was revised to address spin-out of the bearing.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation could not verify or draw any conclusions about the root cause of the reported "spin out" of the bearing. A search of the complaint database did not reveal any other reports for the manufacturing lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.